Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient reports having pain and purulent discharge. In addition the patient reports having a hard knot as well as the pod infusion site being warm to the touch. The patient reports they had gone to their doctor where they were provides with an oral antibiotic.